Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a flatfoot surgery the hand piece broke off during insertion of the anchor. Due to this failure one anchor had to be removed and replaced with a new one. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.